Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified pins of the pcb board were burnt and melted. The unit was powered on, but the unit failed all signal acquisition frequencies in diagnostic-test due to u32, u34, u40, u42 pins burnt and melted on the pcb board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Burnt and melted components of the pcb board were discovered during evaluation of the device. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.